Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation on (B)(6) 2013, the scrub nurse could not stand the screw case straight up in the standard module. It was noted the screw case was deformed after the scrub nurse broke the seal of the sterilized bag.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigation has shown that the returned plastic housing is indeed damaged , bent. Therefore, a proper positioning in the module tray is not given anymore. The screw itself is not harmed and therefore fully functional. Unfortunately we are not able to determine the exact cause which has lead to this problem. We can only assume that the plastic housing may have been damaged during one stage in stock or during manufacturing. It is also possible that it could have occurred during transportation. Please note that we have not had a single case of such nature with this item so far. Therefore no further action has been taken.